Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient underwent a revision procedure on (B)(6) 2025.

Manufacturer narrative:
A technical evaluation of the complained device was not performed as it was not returned to orthofix srl. Analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications.

Event description:
As per reporter, during treatment for femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient underwent a revision procedure on (B)(6) 2025.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.